Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. It should be noted that the mitraclip instructions for use, gripper line removal, warns: ¿pulling the gripper line too quickly or with excessive force may raise the grippers, resulting in device damage and/or compromise leaflet capture and insertion. The reported improper or incorrect procedure or method was due to the user error of pulling the gripper line too quickly. The investigation determined the reported difficulty removing the gripper line resulting in slda appears to be due to the user pulling the gripper line too quickly. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is being filed to report gripper line removal difficulty, single leaflet device attachment/slda, and medical intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve, and the clip was placed. However, the physician quickly pulled the gripper line, until resistance was felt. The physician stopped and observed that the clip became detached from the posterior leaflet but remained on the anterior leaflet (single leaflet device attachment/slda). The leaflet insertion was re-verified, and the clip appeared to be stable. The gripper line was carefully removed. The clip stayed in position, and two additional clips were deployed on the medial and lateral side of the slda for stabilization. Three clips were implanted, reducing mr to 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.